Event description:
Hcp reported patient complained of "withdrawal symptoms." A catheter dye study confirmed the system integrity. The pump battery was 54 months old and the hcp was questioning the residuals. The pump was explanted and replaced. Numerous calls to the hcp to get information regarding patient outcome have been unanswered. A follow up report will be sent when additional information is received.